Manufacturer narrative:
(B)(4). Follow up report for correction. Catalog number was incorrect in the initial MDR. Correct catalog number for product is 309703 based on reported material information and photo attached.

Event description:
Correct catalog number for product is 309703 based on reported material information and photo attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: materials: 300865, batch#: 2305718. Verbatim: additionally, we recently discovered a hair inside one of the syringes. We will be sending it for identification to determine its source. Additional information provided: 1. Are you able to provide material number and batch / lot number reported? Bd lot number is 2305718. 2. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. The incident occurred on (B)(6) 2025. 3. How was the patient outcome? Are there any clinical signs, health consequences or impact? No impact to patient safety, as it was found during filling activities. However, the batch is still in quarantine pending deviation investigation and may be deemed for rejection. Are you able to provide justification for us to release the batch? 4. Any adverse event or serious injury reported to patient or health care professional? No impact to patient safety, as it was found during filling activities. However, the batch is still in quarantine pending deviation investigation and may be deemed for rejection. Are you able to provide justification for us to release the batch?

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that a hair-like particle larger than level 4 is observed inside the fluid path. Bd determined the cause of the defect is the assembly process. A retraining of manufacturing personnel was performed to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.